Manufacturer narrative:
(B)(4). Eval: results: (mi).

Event description:
Two endeavor rx drug-eluting stents were implanted in the prox rca during the index procedure. A bleed at the puncture type is reported to have occurred on the same day as the index procedure. Pt was asymptomatic at the 30 day, 6 month and 1 year follow-ups. Approx 16 months post index procedure the pt was admitted to hosp with "af and small trop rise. Spontaneously reverted to sr. Cardiologist felt that he had a type ii mi (supply and demand) rather than an acs. He had a negative ett at discharge." The pt was taking aspirin 24 hours before the event, the investigator has stated that this did not involve the target lesion and the event was not related to the study procedure. Pt had cardiac status of unstable angina at the 1.5 year f/u, was asymptomatic at the 2 year f/u and had cardiac status of stable angina at the 2.5 year f/u. Approx 34 months post index procedure a revascularization of the prox lad was performed with one other brand stent and one endeavor resolute stent implanted. The investigator has stated that this was a non-target vessel and the event was not related to the study stents or procedure. Pt was asymptomatic at the 3 year f/u. (Ref MFR # 9612164-2011-00299).